Event description:
Customer reported the alarm has no power even when the batteries were replaced with new ones. There was no visible damage to the alarm reported. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found no external physical damages to the alarm however the battery door had to be pried open with a tool. Batteries were found inside the alarm and one of the batteries had burst. There was battery corrosion on the door, contacts and springs. When working batteries were installed the alarm did not power on. Note: the instructions for use has warnings and cautions statement: do not mix old and new batteries or battery brands. This may cause rupture or leakage and damage alarm. Do not allow batteries to deplete while in the alarm. Change batteries immediately when hearing the low battery "chirp." Depleted batteries may leak and corrode, causing damage to the electronics and reliability. When storing the alarm for a short period with power "on" to maintain custom voice messages and settings, check the alarm every week to make sure the batteries are still operable and the alarm is still on. If the alarm low battery alert is chirping, or the alarm does not power up, the batteries are depleted and must be removed. Do not leave depleted ("dead") batteries in the alarm to avoid corrosion. Manufacturer references file # (B)(4).